Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging from 43 mg/dl to 50 mg/dl; cause was unknown, however customer occasionally over corrects for carbohydrate consumption. The customer was instructed to consult with healthcare provider regarding bg level.